Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said patient stopped recharging the neurostimulator 1.5 year ago, due to burning sensation, that it felt hot inside the whole stomach and at the battery pack site. Caller also mentioned patient had kidney surgery. Caller was disconnected at one point and technical services(ts) had to call hcp back. Ts spoke with patient to get event information and redirected patient back to her doctor. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.